Event description:
Reporter indicated that vns patient has experienced an increase in seizure activity above pre-vns baseline frequency. Pre-vns seizure frequency is documented as being 2 generalized tonic-clonic seizures in the eight-month period before vns implant and 10-20 absence seizures per day. Since the increase in seizure activity, the patient is reportedly experiencing 3-4 generalized tonic-clonic seizures per week along with the absence seizures.the patient family member reports that only in an improvement in the patient's post-ictal state was initially noticeable post-implant. It was reported that the patient began to experience myoclonic and secondary generalized tonic-clonic seizures during progamming session at office visit and that since then, the patient has shown no improvement in seizure control with the vns therapy. Additionally, voice change with magnet swipes is no longer evident since that office visit. Device diagnosiic testing waswithin normal limits, indicating proper device function. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The patient is scheduled to follow-up with a different physician.